Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address tibial loosening at the cement/implant interface. Depuy cement was used. Update recvd 1/11/2016- clinical der states patient was revised to address pain and stiffness. Part/lot information was given. The complaint was updated on 1/12/2016. Update rec'd 01/15/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records upon revision there was a lytic area on the patella. At this time the patient's patella and insert are being reported. The complaint was updated on: 01/28/2016

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Added: b5, d2b, d4 (lot, catalog, expiration date, UDI), d11, g5, h4, h6 (no code available (3191) is used to capture the surgical intervention and medical device removal) corrected: d1, d2. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: medical records received ad 14 jan 2020 were reviewed on 24 jan 2020 by a clinician to identify patient harms/product issues. Primary operative notes (B)(6) 2012 indicate the patient received a left total knee replacement due to end stage osteoarthritis. The patella was resurfaced and depuy cement x2 was utilized. The surgery was completed without indication of complication by the surgeon. Revision operative notes (B)(6) 2015 indicate the patient received a left total knee revision due to pain, loose tibial component and lytic areas around the patella. There were no allegations of deficiency against the femoral component. The patella was revised. Depuy products including cement x2 were utilized at the revision. The surgery was completed without indication of complication by the surgeon.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.